Event description:
The facility reported a pump in which channel a was stuck. This event occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hospital rep. No add'l info is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump in which channel a was stuck was confirmed during product evaluation. Inspection of the device found that the open button on the keypad of channel a was stuck. The keypad on channel a was replaced to address the reported condition. The device was tested and returned within spec. This issue is currently being investigated.